Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 650mg/dl, and her blood glucose was treated with manual injections. It was stated that the customer experienced vomiting and nausea prior to her admission. Troubleshooting could not be performed as customer is in the process of completing the paperwork with the insurance for an upgrade insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.